Manufacturer narrative:
January 2017 bimonthly asr report. (B)(4). The total number of events for product classification code oto is 13. Qty 7- alyte y-mesh graft, sterile, qty 6- alyte y-mesh graft, sterile (5-pack). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not returned.

Event description:
January 2017 bimonthly asr report.

Manufacturer narrative:
(B)(4). Original reporting time frame november 1, 2016 through december 31, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.